Manufacturer narrative:
Investigation: our manufacturing facility received the sample that was returned for investigation. Upon inspection of the sample we were able to verify the cannula was broken which resulted in the leak reported. The manufacturing records were reviewed for the incident/lot and no discrepancies or non-conformances were reported that could have contributed to the reported condition. The most probably root cause was the machine assembly process of the shield to the threaded lock cannula which caused damage to the product. Returned sample/ photo evaluation: three (3) pictures included in complaint record and physical sample received in bd juncos for evaluation. Lot number / product family history: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #4315744 regarding item #(B)(4) manufacturing records review: sub-assembly (B)(4) lot# 4315744 was manufactured from 11nov14 until 18nov14 as per production order# (B)(4). According to (B)(4) all in process inspections were within specification. Final inspection with an aql 0.(B)(4) lii was performed from (B)(6) 2014 and based on (B)(4) all inspection passed with satisfactory results. Lot was packed on mahaffy # 5 machine from 03dec14 to 06dec14. As part of the packing in process inspection under (B)(4) criteria included to visually inspect the units. Final quality inspection at packing performed on 06dec14 and according to (B)(4) no discrepancies reported. A total of (B)(4) units were released for sterilization shipment on 09dec14 and sterilization approval received on 16dec14. The lot expiration date is 30nov19. Review of instrument calibrations was conducted according documentation on (B)(4) and they were calibrated within their calibration due date. The production of threaded lock catalog 303369 was discontinued from bd juncos on year 2014 and transferred to other bd plant. No qns or ncmrs were reported for lot 4315744. Summary: the manufacturing records were reviewed for the incident lot and no discrepancies or non-conformances were reported that could have contributed to the reported condition. However, based on personnel interview with the physical sample the most probable cause of the leakage was related to machine assembly process of the shield to the threaded lock cannula that caused the damage unit. Confirmed: bd juncos was able to confirm the customer¿s indicated failure mode through the pictures and physical sample. The most probable cause of the leakage was related to the machine assembly process. The physical sample was visually inspected and observed that the cannula was broken. This failure mode was related to the automatic assembly of the shield and threaded lock cannula in the machine. CAPA determination results: per CPR-028 the reported issue does not represent a single significant incident that would trigger a CAPA. The complaint was reportable. Severity: s1 occurrence: 1st investigation level: a related complaints.

Event description:
It was reported that a bd interlink¿ IV cannula 15 gauge threaded lock was broken, and leakage occurred. There was no report of injury or medical intervention.